Event description:
Patient referred to our clinic for mesh erosion. She underwent a vaginal prolapse surgery at an outside institution in west virginia, in the spring of 2007. Operative notes indicate use of "avaulta" graft for a "cystocele". Patient had post op pain and bleeding within 3 weeks of surgery. Attempted intercourse, which was too painful for patient a few weeks later. Original surgeon attempted topical estrogen, then office excision of "exposed mesh". Symptoms persisted prompting referral to us. Exam at our our center in late 2008, notable for 4cm of visible extruded mesh with granulation tissue along the upper anterior vagina. Plan will be surgery: cystoscopy, and excision and extruded synthetic mesh. Dose or amount: one graft. Frequency: once. Route: vag. Dates of use: 2007 -- 2008. Diagnosis or reason for use: "cystocele".